Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/21/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and viscoelastic residues, ovd (ophthalmic viscosurgical device) were observed on the lens optic body. The condition observed in the sample is consistent with a unit that has been prepared for surgical use. Both lens haptics were observed in good shape and form. No manufacturing defects in the lens optics or haptics were detected. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigations requested for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens was removed and replaced in same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and the doctor noted a tear in the capsule. Lens was removed and replaced with a za9003 model lens. An incision enlargement was required. Further information stated that upon insertion, the lens flipped and tore the posterior capsule. The patient did have poor pupil dilation, so lido/phenyl was used to assist with dilation of the pupil. This affected the patient's right eye. No vitrectomy was required. A 10-0 suture was used. There was no post-op patient injury reported.